Manufacturer narrative:
(B)(4). Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent. Is a photo of reaction available? Date of procedure? Date of reaction? Please describe how the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/ dermabond skin adhesive used on the patient in a previous surgery or wound closure? What is the current status of the patient? Product is not available for return.

Event description:
It was reported a patient undewrent a total knee replacement procedure on (B)(6) 2021 and topical skin adhesive was used. Post op experienced redness and irritation around the application site. Treated with prescription topical cream along with an oral steroid or oral antibiotic. Once adhesive removed the redness and irritation cleared up quickly. Additional information has been requested.